Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples with packaging were returned for evaluation. Each line on each set was individually examined. Fluid was found in both of the sets. Examination of the first sample showed no foreign material within any lines. The second sample was found to have solid particulates floating within the fluid path of micro line 11. The sample containing the particulate was submitted for ftir testing with inconclusive results. A retained unit was visually inspected, and no defects were noted. The unit was occlusion tested per specification with passing results. Based on the investigation of the returned samples and retained unit, the exact root cause was unable to be determined. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that foreign matter was seen in the fluid path. No patient involvement.